Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device service by a third party? No the complaint investigation for an observed false negative patient result when using architect sars-cov-2 igg included a search for similar complaints, and the review of the complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available. In house sensitivity testing of reagent lot 20224fn00 was completed using retained samples of the complaint lot. All specifications were met indicating the lot is performing acceptably. Device history record review of lot 20224fn00 did not show any non-conformances or deviations related to the customer's issue. Labeling was reviewed and found to adequately address the issue under review. In this case, patient 1 (sid (B)(6) repeatedly tested positive for igm and negative for igg across multiple blood draws. The negative results were within the grayzone range. Patient 1 also tested negative for igm and positive for igg using the eco diagnostica brand (rapid test method). Patient 2 tested negative for igg more than 30 days after being diagnosed with covid-19. A rapid test method was used for diagnosis. No additional information was provided for patient 2. The customer applied the grayzone limits (reference pi1060-2020 and tb1073-2020). Per the product labelling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided. Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. A direct comparison should not be made between the architect sars-cov-2 igg assay and the eco diagnostica rapid test method. The architect sars-cov-2 igg utilizes a chemiluminescent immunoassay (cmia) method whereas the eco diagnostica rapid test method utilizes a rapid immunochromatographic test for specific qualitative detection of sars-cov-2 antigens (swab samples from nasopharynx). Based on current literature, igg levels may not appear until 7 to 10 days after infection, long, q-x, et al; https://www.nature.com/articles/s41591-020-0897-1. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers, seow et al; https://doi.org/10.1101/2020.07.09.20148429, ou et al; https://doi.org/10.1101/2020.05.22.20102525. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿ nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. 4,856 individuals from boise, idaho collected over one week in april 2020 as part of the crush the curve initiative were tested and detected 87 positives for a positivity rate of 1.79%. These data demonstrate excellent analytical performance of the abbott sars-cov-2 igg test with results obtained mirroring that of the assay package insert, which details a 99.6% specificity from >1,000 specimens presumed sars-cov-2-negative and 100% sensitivity by day 14 after symptoms. Based on the investigation architect sars-cov-2 igg reagent lot 20224fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported false negative architect sars-cov-2 igg for a (B)(6) year old female patient. The patient stated that she was diagnosed with covid-19 approximately 30 days ago. The customer states this diagnosis was not made by this laboratory and it is unknown the technique that was performed to obtain the diagnosis. The following data was provided (cutoff for sars cov-2 igg is < 1.4 s/c): on (B)(6) 2020 sid (B)(6) = sars-cov-2 igm = 4.29 s/c (>/= 1.00 s/c is positive); sars-cov-2 igg = 0.81 s/c (negative). On (B)(6) 2020, the same patient sample was tested by the eco diagnostic brand (rapid test method) and generated a negative result for igm and a positive result for igg. The same sample was repeated on the architect analyzer and generated sars-cov-2 igm result of 4.26 s/c (positive) and sars-cov-2 igg result of 0.68 s/c (negative) another blood sample from the same patient was collected on (B)(6) 2020 sid (B)(6) and tested on the architect analyzer. The sample generated sars-cov-2 igm results of 4.36 s/c (positive); sars-cov-2 igg results of 0.93 s/c (negative). The customer sent the first sample collected from (B)(6) 2020 to be repeated and generated sars-cov-2 igm result of 4.56 s/c and igg result of 1.33 s/c. On (B)(6) 2020, the customer provided new patient information: the customer reported a false negative architect sars-cov-2 igg result for a patient (new case). The patient was diagnosed with covid more than 30days ago and tested positive by the rapid test method. The patient was tested with the architect analyzer and generated a negative result for sars-cov-2 igg assay. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.